Event description:
A peritoneal dialysis (pd) nurse reported on (B)(6) 2014 a patient experienced drain issues during treatment on 04/01/2014. The pd nurse stated the patient got up to go to the bathroom, moved the cycler cart and the cycler cart's wheel rolled over the patient line, causing the machine to alarm dl complication during drain 0. The patient had an incomplete drain 0 and moved to fill 1. The patient remained asymptomatic during therapy. Drain 0: 242ml; fill 1: 2596 ml drain 1: 6116 ml; fill 2: 2598 ml drain 2: 2960 ml; fill 3: 2598 ml drain 3: 2983 ml; fill 4: 2598 ml drain 4: 2177 ml; fill 5: 2598 ml drain 5: 4101 ml; fill 6: 1400 ml. The reported drain 1 volume of 6116 ml was 235% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention of treatment as a result of the overfill.

Manufacturer narrative:
A review of the treated data was performed by the post market clinical department. An increased intra-peritoneal drain volume occurred in drain 1 due to a drain line alarm caused by the patient moving the cycler cart's wheel over the patient line causing the machine to alarm dl complication and an incomplete drain 0. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of the plant's investigation.